Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a fall, and since then they feel a jolt occasionally. They stated that their stimulation will pause and then come back on. The patient mentioned that they have not had their device checked since after the fall. They noted that the device has ¿kept them at bay¿ with their pain level, but now their pain has gotten worse. The patient stated that the stimulation is at 13v and they are still experiencing discomfort. They added that it takes until close to 1:00pm before they can get up and move around. The patient mentioned that the pain is in their coccyx and hip areas. Patient services offered to assist the patient with switching to a different group, but the patient stated that they really like group a and prefer to stay there. The patient was redirected to their healthcare provider to have their device checked. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was reported the issue had been resolved. The patient saw the manufacturer representative and their healthcare provider and changed the settings and now was less uncomfortable. The patient stated they had fallen in march and their right leg did not work. It was mentioned the patient would also follow up with their healthcare provider on (B)(6) 2020. No further information was received.